Event description:
A customer contacted baxter's technical service center to report an increased intra-peritoneal volume (iipv) while on the homechoice (hc) machine during drain 4 of 5. Per the initial report, the home patient (hp) stated that he drained out over 4300ml. The technical service representative (tsr) assisted the hp and reviewed the program: the fill volume was 2700ml and the last fill volume was 2000ml. The total ultrafiltration (uf) was 1694ml. Cycle 4 uf was 1897ml, indicating the patient drained 1897ml more than their programmed fill volume of 2700ml. This meets iipv criteria. The tsr explained the minimum drain percent to the hp. The cycler will be swapped. According to the patient he started feeling overfilled during the fourth dwell cycle. According to the nurse she was aware of this event. The nurse stated that the patient has received a new cycler and resumed therapy. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). CAPA (B)(4) is currently open for the reportable malfunction of iipv / overdelivery.